Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged difficulty breathing and shortness of breathe related to a CPAP device. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: unknown brownish dust like contamination at the air inlet of the blower box. Unknown white dust like contamination and potential hair/ fibers on the blower motor, blower motor seal and the isolators, black dust like contamination (inconsistent with degraded sound abatement foam) and potential hair/ fibers on the bottom of the enclosure, slight black contamination, consistent with keratin, at the air outlet of the blower box, rear panel contained unknown black (inconsistent with degraded sound abatement foam) dust like and potential hair/ fiber contamination. Tiny unknown white and black specks of contamination (inconsistent with degraded sound abatement foam) on the blower box. White dust like contamination on the blower box lid. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.